Event description:
It was reported that this patient received a shock from this implantable cardioverter defibrillator (ICD) system for a ventricular fibrillation (vf) episode. Technical services (ts) analyzed device episode data and deemed the shock to be appropriate. Anti-tachycardia pacing (atp) was delivered prior to the shock. Immediately after the atp delivery, there was oversensing of a beat by this right ventricular (rv) lead channel. Ts explained device operation and programming to the health care professional (hcp). No further changes were suggested. No adverse patient effects were reported. Currently, this lead remains in service.